Event description:
The monitor flashed and the display went blank on the power/control console for arterial pump drive on the heart-lung machine. They both came back. Then the monitor went blue and there were no graphics. Both went out, then back on as if you did a start-up. The tether-drive was running the whole time during the event.